Event description:
The customer reported that the unicel dxc 800 synchron system generated "cc (cartridge chemistry) cuvette not dry at first reagent dispense" error. Customer technical support (cts) assisted the customer with troubleshooting over the telephone and confirmed the errors reported by the customer through a remote management service ((B)(4)). The customer confirmed that reagent probe a was not leaking but noticed fluid from reagent probe b had dripped onto the reagent refrigerator access drip tray. The customer had also confirmed droplets of fluid on reagent probe b tubing. The volume of the leak was not specified but the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, protective eyewear, and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Cts advised the customer to rerun all patient samples for cc side assays from the last good quality control (qc) results before the issue was discovered. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a leak from the reagent probe b tubing. The fse proceeded to replace the reagent probe b tubing to resolve the leak. Incidentally, the fse also discovered a broken cuvette and proceeded to replace the cuvette. (B)(4).